Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the 5.1 drawer was not detected on bus. The field service engineer advised customer to shut down station for 3 minute and restart to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system cubie pockets failed when user trying to issue medication to patient. The customer stated that the user was able to get medication from another station. However, there were no adverse events or injuries reported based on this event.